Event description:
Reporter alleged being hospitalized and medication changed due to blood glucose monitoring device results. Reporter stated device reading of 338 mg/dl and doctor told her to double medications whereby one hour afterwards device read 493 mg/dl. Reporter stated paramedics were then called and their device measured 33 mg/dl. Reporter indicated being treated with an IV and was transported to the hospital however it was not stated whether the treatment was administered by paramedics or at the hospital. Reporter indicated there was a change in medications due to the alleged event. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.